Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, fluid, soft tissue abnormalities and joint effusion were noted. The fluid on the posterior lateral quadrant of the right hip measured 30.5x39.5x29.5mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, fluid, soft tissue abnormalities and joint effusion were noted. The fluid on the posterior lateral quadrant of the right hip measured 30.5x39.5x29.5mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from (B)(4) study data noted a leg length discrepancy and popping.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And " undesirable shortening of limb. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01810 /-07355).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.